Event description:
It was reported that the patient notifier went off to alert of a lead impedance less than 200 omhs. The patient presented for testing, but the low lead impedance could not be reproduced. All other measurements and a review of trend readings were in range and stable. The lead would be monitored.